Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic cystocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient underwent cystoscopy with attempted removal of vaginal sling transurethrally without success and excision of sling with closure of bladder perforations on (B)(6) 2010 due to recurrent infections and bladder perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological on (B)(6) 2009 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.